Event description:
On (B)(6) 2022 it was reported that this peritoneal dialysis (pd) patient was in the hospital with peritonitis. It was reported as a cross contamination issue. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient went to the hospital on (B)(6) 2022 with undocumented symptoms. The patient was admitted with a diagnosis of peritonitis. A pd effluent culture was obtained. The culture resulted positive with staphylococcus epidermidis. The patient was discharged to home on (B)(6) 2022 with antibiotics. The patient was prescribed intraperitoneal (ip) cefazolin 2g daily for three weeks. The pdrn stated the cause of the peritonitis was touch contamination. There was no reported issue with any fresenius product related to the peritonitis event.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical review: there is a temporal relationship between pd therapy utilizing the liberty cycler set and the patient event of peritonitis. However, there is no documentation in the complaint file to show a causal relationship between the adverse event and use of the liberty cycler set. Additionally, there is no allegation of a cycler set defect reported for this peritonitis event. The cause of the patient¿s peritonitis has been attributed to touch contamination by the patient. The pd effluent culture result of staphylococcus epidermidis supports the cause of touch contamination. Staph epi is a predominant normal flora of the human skin and the most frequently identified cause of pd-associated peritonitis. Based on the available information and no allegation of a defect, the liberty cycler set can be excluded as causing or contributing to the patient¿s peritonitis.

Event description:
On (B)(6) 2022, it was reported that this peritoneal dialysis (pd) patient was in the hospital with peritonitis. It was reported as a cross contamination issue. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient went to the hospital on (B)(6) 2022 with undocumented symptoms. The patient was admitted with a diagnosis of peritonitis. A pd effluent culture was obtained. The culture resulted positive with staphylococcus epidermidis. The patient was discharged to home on (B)(6) 2022 with antibiotics. The patient was prescribed intraperitoneal (ip) cefazolin 2g daily for three weeks. The pdrn stated the cause of the peritonitis was touch contamination. There was no reported issue with any fresenius product related to the peritonitis event.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. A review of the user guide was performed. The user guide states as a warning before starting the treatment, ¿you must use aseptic technique as directed by your pd nurse to prevent infection¿. At this time, the reported incident could be attributed to end user error in accordance with the complaint description. As the complaint sample was not available a physical evaluation could not be performed, therefore the alleged event could not be confirmed.